Manufacturer narrative:
The eclipse 5 transportable oxygen concentrator in question was not evaluated directly. Investigation of the adverse event was conducted using a historical data analysis. The eclipse 5 transportable oxygen concentrator involved in the adverse event was not evaluated directly. Using data gathered from previous adverse events, the investigation was conducted using a historical analysis. In a period spanning 2017, 2018, and 2019, a total of sixteen adverse events involving an eclipse 5 concentrator were reported. Of the sixteen adverse events, three cases were identified in which a customer complained of a burning/chemical smell. All three of the adverse event investigations were unable to replicate the smell and found no indication that the concentrator test units were the source of the odor. Additionally, all three of the associated units were deemed functional and operated normally. Because past investigations of strange odors emanating from eclipse 5 transportable oxygen concentrators did not reveal faults with the test units, it is unlikely that the concentrator in question would show any sign of malfunction.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Upon receiving the unit, a formal evaluation was completed. There were no signs of damage or burning on the unit or accessories. The unit was plugged in for one hour, then run for hour, with no observance of any odd smells or odors. After, the uut was tested on the eclipse fts and performed with operating specifications of the unit. Finally, the unit was opened up and no signs of damage, burning, or foreign matter was observed. Because the unit performed within spec, no odors were observed, and no damage was found, no further disassembly or inspection was performed.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Customer states that there was a chemical smell when using the eclipse. The smell made her very sick, and she felt bad/sick all weekend. The customer is seeking treatment from her doctor.